Event description:
This report is being filed after the subsequent review of the following journal article: sathiyakumar, v., et. Al., (2014), distal tibia fractures and medial plating: factors influencing re-operation, international orthopaedics, 38, 1483-1488. Ninety-three patients from 2002 to 2012 who underwent open reduction and internal fixation and medial plating for distal extra-articular or partial articular tibia fractures were identified. Patients were treated with synthes locking plate or synthes non-locking plate. Results are thirty-three patients required re-operations, nonunions, malunions, implant pain, implant prominence and wound infection. There is not sufficient information to file multiple reports. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
This report is for an unknown plate. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.